Event description:
I could not start the electric toothbrush. I pressed the switch and nothing happened. I laid the toothbrush down on the bathroom sink counter. After about an hour, I picked it up. It was hot. I had to force it open. The batteries fell out, so I did not have to touch them. This product is not safe to use. Purchased from store: (B)(6) . Purchase date: approx. (B)(6) 2016; is this an estimated date: yes. The product was damaged before the incident: no; the product was repaired before the incident: no; the product was modified before the incident: no; have you contacted the MFR: no; if not, do you plan to contact them: no.